Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no scale on some of the delivered bd luer-lok¿ disposable syringes. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Four 1ml ll packages, some sealed and some opened were received and confirmed to be from batch #8001746 (p/n 309628). Visual evaluation confirmed absence of all print on barrels ¿ barrels were completely blank. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the print defect is associated with the marking process. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that there was no scale on some of the delivered bd luer-lok disposable syringes. There was no report of exposure, injury, or medical intervention noted.